Manufacturer narrative:
Event site name: (B)(6). Event site telephone: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of our surgical lights ¿ hanaulux 3000. It was stated there was an issue at the connection between main tube and ceiling. There was no injury reported, however, we decided to report the issue in abundance of caution as the issue at the connection holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The correction of d8 device serviced by third party deems required. This is based on the internal evaluation. Previous d8 device serviced by third party unknown. Corrected d8 device serviced by third party yes. Getinge became aware of an issue with one of our surgical lights ¿ hanaulux 3000. It was stated there was an issue at the connection between main tube and ceiling. There was no injury reported, however, we decided to report the issue in abundance of caution as the issue at the connection holding the device configuration may lead to the device detachment from the ceiling and serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment or diagnosis. A root cause analysis was conducted by the subject matter expert. As stated: the probable causes of loosening correspond to an improper initial tightening during the installation or a maintenance not in accordance with the manufacturer's recommendations. According to the information gathered, the problem was caused by a third-party company that performs maintenance on the surgical lights. To prevent any incident the manufacturer recommends following instructions for use, which mention that the yearly maintenance and inspection must be performed by a certified and trained technician. The yearly preventive maintenance program mentions: to check the suspension fixing screws. It is also indicated to not retighten the screws during maintenance. If screws appear loosened replace them. To replace the 6 fixing screws every 6 years. The device has been repaired by replacement of prx/sa - 6 preglued screws chc m6x20 (ard367270555) and returned to use. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.